Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  Initial reporter phone number: (B)(6). If there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the preloaded intraocular lens (iol) got stuck in the plastic pusher inside the inserter when the surgeon went to advance the lens into the eye. She attempted to unstick the lens using another instrument and in doing so the ball at end of haptic stayed stuck to the plastic bar while the rest of the lens came out. She felt that there was enough of the haptic left on iol to safely stay in the patient's eye. There was no vitrectomy required. No further information was available.